Event description:
Spontaneous communication from patient's mother concerning freedom 60 pump not working. Per patient and mom, the pump appears to be missing a piece and is unable to wind. Per mother, patient has been using this pump since 2019. Advised mom that patient is well overdue for another pump. Advised patient how to infuse manually without the pump to receive infusion to not waste medication. No adverse event or missed doses occurred at time of report. No back up device available. Pump serial number/due date unknown. Indication: common variable immunodeficiency, unspecified. Did the reported product fault occur while in use with the pt? No. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available for investigation? Yes. Did we [MFR] replace the device? Yes. Did the pt have a backup device they were able to switch to? No. Reported to (B)(6) by pt/caregiver.